Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. No pictures were received. No batch# was received by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer advises tubes stop filling during collection. Customer initially stated that butterfly devices stop filling during collection. Customer provided further clarification. Holder (item 450209) is being used with butterfly device (450096) during collection. Customer advised tubes stop filling during collection; sometimes [tubes underfilling] and unsure of how [much] underfilled but several tubes have been rejected. Tubes affected are blue top tubes; item 454334 and 454322 and does not seem to be lot specific. Customer is not sure if phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled; will round with staff to make sure practice matches IFU.